Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device jam and not fire any clips? Did the device close? Were the clips malformed? What is the batch or lot # of the device?

Event description:
The device stayed jammed. It is not possible to bring the handles of the scissors. The clips did not close. No more information was reported.

Manufacturer narrative:
(B)(4). Did the device jam and not fire any clips? Unk. Did the device close? Unk. Were the clips malformed? Unk. What is the batch or lot # of the device? Unk. According to the customer, the device got blocked and the clips could not be close completely. No further information available.